Manufacturer narrative:
A ge representative evaluated the system and replaced the ps2 power supply. System operates as intended. (B) (4).

Event description:
The customer reported system displayed an interlock error while sitting idle for a few hours. No patient injury was reported.